Manufacturer narrative:
It was reported to philips, that the device failed a defib test. The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty capacitor. The capacitor was replaced, and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the unit is experiencing a defib test. There was no patient involvement.